Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the filter was unsheathed and upon trying to deploy the hook it was unsuccessful after multiple attempts. After several attempts were made, the filter was difficult to resheath, and that resulted in complications of the access site. Another filter was successfully placed. Customer 3rd party convinced that the release of the hook wasn't occurring." "Possible that the device came apart in the patient, but all portions of the device were retrieved." Additional information received 16jul2018: "physician was placing a filter tulip last week. The case was going normal. He found a good position and hit the safety red button and deployed with the blue button. It looked on fluoro as though the hook was releasing and re-engaging the hook. He tried different measures to release the filter but it was still attached. When he tried to resheath, the filter feet grapped onto the edge of the sheath. He tried to push the sheath down further and slowly remove the sheath then the filter released into jugular vein. Physician no longer had control of the filter. The filter was exposed through the dermatotomy. Physician used a snare a hook and 7f and 9f coaxial sheaths to snare the filter. He read the IFU and used another filter from a different lot and it deployed just fine." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: investigation is based on event description only. Difficulties in releasing the filter caused it to release in jugular vein. The filter was exposed through dermatotomy. No product returned and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused the difficulties in releasing the filter, but it is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses the issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated". It is noted that after reading the IFU another filter was used and it deployed "just fine". Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.